Event description:
On (B)(6) 2023, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced fecal vomiting due to a fecaloma. It was reported that the fecaloma was cleared. Following tubing placement, the patient experienced fever with aspiration pneumonia and was placed on oxygen. The patient was prescribed unknown antibiotic treatment. It was reported that the patient experienced oxygen desaturation when coming off oxygen treatment.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.